Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ micro bore extension set leaked during use. The following information was provided by the initial reporter, translated from (B)(6): "the hospital teacher found leakage in the process of use".

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ micro bore extension set leaked during use. The following information was provided by the initial reporter, translated from chinese: "the hospital teacher found leakage in the process of use."

Manufacturer narrative:
The date of event was provided by the customer. The following field has been updated: b.3. Date of event: (B)(6)2022 the following fields were updated due to additional information: d.10 device available for evalution?: yes. D.10 returned to manufacturer on: 26-sep-2022 h 6. Adverse event problem: type of investigation code: b01 investigation findings code: c0703 h.6 investigation summary: our quality engineer inspected the 1 incomplete sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the sample. Testing of the incomplete sample showed leakage during use. Bd was not able to confirm that the cause of the failure is associated to the manufacturing process. During our investigation the failure observed was not able to be replicated in the plant. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch was in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the bd q-syte¿ micro bore extension set leaked during use. The following information was provided by the initial reporter, translated from chinese: "the hospital teacher found leakage in the process of use"